Event description:
A bladderscan bvi 9600 with aortascan mode was returned for repair because of a bladderscan error. During testing, the device was found to be reading 3 cm on all scans in aortascan mode, due to a faulty scanning probe data collection module. The customer had been using the device in bladderscan mode, and there was no report of pt injury.

Manufacturer narrative:
Device evaluation summary: all aorta test scans read 3cm, and no scan image was displayed. The scanning probe data collection module (dcm) was found to be faulty, and the device measured accurately on test scans after the dcm was replaced. The device had been in use for 3 years.